Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the lead would not retract and was observed to be "very jumpy". The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.